Event description:
It was reported by service report that the head section was broken where the head section attaches to the litter. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: head section assembly.